Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous right superficial femoral artery. The 4.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 15 atmospheres. However on the second inflation, when the balloon was inflated for 20 seconds at 20 atmospheres, it ruptured. There was no kink noted on the device prior to use and no resistance was encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.